Manufacturer narrative:
Deflation reported as the reason for complaint. Unable to confirm deflation. Not explanted. No findings available.

Event description:
Alleged deflation.

Event description:
Alleged deflation.